Event description:
Additional information received that there was pacing inhibition, and the device was explanted and replaced, and the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) lead and device. No intervention has been performed. The patient was stable and will continue to be monitored.